Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2014 with the following findings: a visual inspection of the pump found some cosmetic damages. No damages or peeling was found with the keypad cover. The pump powered up with auditory and vibratory features. The ¿up¿ arrow button responded intermittently while the remaining buttons responded properly. Removal of keypad cover found contamination under all the button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.